Event description:
It was reported to the distributor that during a procedure, the diamond tip separated from the wire. The needle was not found in the body of the pt during the radiology of control made by the physician. No adverse outcome to the pt was reported.

Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned and is unavailable for evaluation. DHR for the listed lot was reviewed with no like or similar issues noted. No add'l results are available.